Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display lens with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed a power on reset event. The pump was returned with moisture behind the display lens. The intermittent power issue was not duplicated during the investigation. A leak was found in the pump case. The pump was opened to find moisture throughout the pump casing.